Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter detached following its placement in a female patient. The catheter was initially placed on (B)(6) 2024. The patient was wheelchair bound and ran over the extension tubing that was connected to the catheter. This led to the hub detaching from the tubing of the catheter. The complaint device was removed and replaced with a new like device on (B)(6) 2024. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a: additional common device name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product code: gbo, lje. G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.